Manufacturer narrative:
Additional FDA product code: (B)(4) manufacturer narrative: although photographic evidence was provided, it does not exhibit any evidence of the reported event. Only the broken implant was returned for evaluation. Visual examination found implant deformed, broken off in small particles. Examination cannot be performed per print due to no implant dimensions are available to be inspected. Additional assessment questions state that the surgeon sent some of the screw to a lab for testing and so far it is inconclusive that the screw was the issue ¿ also note that the surgeon used an aus bio allograft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the device is contraindicated in patients with: foreign body sensitivity to the implant material (where the material is suspected a test should be made prior to implantation to rule out sensitivity). Patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 231030m5 was used during an acl revision with allograft on (B)(6) 2019. On (B)(6) 2021, the patient complained of pain and an MRI and CT were performed. On (B)(6) 2021, an acl stage 2 revision surgery was performed to remove the device (interference screw, 231030m5) from the patient. There were symptoms of moderate synovitis/joint effusion in the knee joint due to immunological response. The surgeon sent fragments of the screw for testing; however, so far it is inconclusive if the screw was the cause. Also noted is that the surgeon used an aus bio allograft in the original procedure, which will be listed as a concomitant device. The conmed t5015, xo button device, will also be listed as a concomitant device due to having been used in the original procedure. To date there have been no statements of fault with any conmed device used during the procedure. This report is being raised on the basis of injury due to the secondary surgery at which time the screw was removed.

Manufacturer narrative:
Additional FDA product code: hwc. Manufacturer narrative: the reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 231030m5 was used during an acl revision with allograft on (B)(6) 2019. On (B)(6) 2021, the patient complained of pain and an MRI and CT were performed. On (B)(6) 2021, an acl stage 2 revision surgery was performed to remove the device (interference screw, 231030m5) from the patient. There were symptoms of moderate synovitis/joint effusion in the knee joint due to immunological response. The surgeon sent fragments of the screw for testing; however, so far it is inconclusive if the screw was the cause. Also noted is that the surgeon used an aus bio allograft in the original procedure, which will be listed as a concomitant device. The conmed t5015, xo button device, will also be listed as a concomitant device due to having been used in the original procedure. To date there have been no statements of fault with any conmed device used during the procedure. This report is being raised on the basis of injury due to the secondary surgery at which time the screw was removed.